Event description:
On (B)(6) 2011 at the (B)(6) hospital, it was reported that there was visible leakage of priming solution from the closed/open stopcock at the bypass connection of the arterial filter quart 00175. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated (B)(4) 2011, leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material which could be caused by temperature variations during sterilization or transport. (B)(4).